Manufacturer narrative:
Concomitant product(s): 694045 lead, implanted: (B)(6) 2000; dtba1q1 crtd, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the output of the patient's left ventricular (lv) lead was decreased due to phrenic nerve stimulation. The lv lead remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.